Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the shim broken. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there are sharp edges on anterior part of artic surf. This item was not used on a patient. This did not delay surgery. No one was injured. I am returning. Shim is cracked. This item was not used on a patient. This did not delay surgery. No one was injured. I am returning. Femoral impactor is cracked. This item was not used on a patient. This did not delay surgery. No one was injured. I am returning. I am returning all items, they have cracks but are still in one piece.